Event description:
It was reported that 3 patients and the aesthetician experienced welts and blisters following hair removal treatment with lightsheer et. All persons had previously tolerated the settings used on the incident date with no problems. Patient #3 is a male, skin type I-ii, who had spot treatments to the back at 44j, 30ms. The aesthetician noticed that the reaction on parts of patient's back seemed strong. Patient was given cortisone cream. As of 2008, patient is healing well.

Manufacturer narrative:
Root cause was determined to be user error in not maintaining the device. Regulatory inspection upon arrival of unit at depot found a spot in sapphire tip and spots on the energy meter glass. Both were cleaned thoroughly. An MDR will be filed due to medical intervention and dirty tip as agreed upon with the district office.